Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and attributed the leak to the differential sample line tubing which had fallen off the input fitting. The differential sample line tubing connects to the differential shear valve and flow cell. The fse proceeded to replace the tubing to resolve the leak and the differential vote outs, and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak from under the coulter lh 750 hematology analyzer. The amount of fluid which leaked is unknown but the customer stated that the leak was not contained within the instrument. The customer also stated that the instrument generated differential vote outs (non-numerical results generated) during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.